Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 155 cm. Saber rx 5 mm. X 15 cm. Balloon catheter (bc) ruptured at its approximate rated burst pressure (rbp) during the second inflation. The product was removed and replaced with a new high-pressure bc to complete the procedure successfully without patient injury. The target lesion was the superficial femoral artery (sfa). The target lesion was reported to be: heavily calcified.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), the 155 cm. Saber rx 5 mm. X 15 cm. Balloon catheter (bc) ruptured at its approximate rated burst pressure (rbp) during the second inflation. The product was removed and replaced with a new high-pressure bc to complete the procedure successfully without patient injury. The target lesion was the superficial femoral artery (sfa). The target lesion was reported to be heavily calcified. The device was not returned for analysis. A device history record (DHR) review of lot 17614413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.